Manufacturer narrative:
The warnings in the package insert state this type of event can occur. This implant was removed from the patient's anatomy and re-implanted in the same patient during the surgical procedure. This practice is not recommended through the manufacturer's IFU as defects and wear can be present within the joint even if unable to be seen with the naked eye. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Through the tmj clinical study, patient reports revision surgery due to bone formation around the implant.